Event description:
It was reported that the pump exhibited syringe empty alarm. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in poor condition, the top case was chipped and cracked and the bottom case had visual contamination. A review of the event history log identified syringe empty message. During functional testing using the syringe test, the reported issue of syringe empty message was duplicated. The position pot tab was broken off. The root cause of the issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4).